Event description:
It was reported that during a knee arthroscopy the needle ar-12990n (lot: 15130811) broke off in the scorpion ar-12990 (lot: 12606590) device and got stuck in it. A second needle could no longer be used because the broken piece clogged the scorpion device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully by suturing by hand. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.